Event description:
It was reported that the a day after implant, the patient's right ventricular (rv) lead was found to have poor sensing. A chest x-ray showed that the lead had pulled back. A lead repositioning was attempted but during testing, internal defibrillation failed and the patient was rescued with external defibrillation shocks. The physician decided to remove the rv lead and replace it with a dual coil lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There were no anomalies found. It was noted that the helix was bent, and the distal electrode was covered in blood. It was visually noted that there was apparent explant damage. Concomitant product: 4470 competitor implantable pacing lead 2005 (B)(6). (B)(4).